Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the leak was caused by water sealing deterioration somewhere in channel. The event can be detected/prevented by following the reprocessing manual which includes the detection way in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had angulation issue with lose control knob. Upon inspection and testing of the returned device, the scope had air/water aspiration issue. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, affected part damaged (scraped) due to repeated insertion/removal of a brush or endotherapy accessory, auxiliary water channel pierced, chip/ crack/ melting/ scratch of the camera cover, charged coupled device (ccd) unit damaged due to heat stress, switch damaged, forceps/instrument channel malfunctions, bending manipulation and insertion tube defects, angle wires stretched, defects of the universal cord/distal end/ connector/control section/related parts, crack of adhesive on angle rubber, bending manipulation and insertion tube defects, internal elements stretched, air/water or aspiration problem, and damage or deformation due to physical stress. . The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.